Event description:
Patient had target temperature management pads applied. Upon application by rn, adhesive from pads was removed, making the pads disposable, unable to use. Had to open a whole other package--waste and expensive.